Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient is deceased and died post implant of the implantable cardioverter defibrillator (ICD). The patient is reported to have coded on the nursing unit approximately four hours post implant. A device interrogation was done post mortem and indicated thirteen monitored ventricular tachycardia (vt) episodes and five high rate non-sustained episodes. The vt episodes were slow and interspersed with ventricular sensed and ventricular paced events and detection criteria were not met. The patient was externally shocked four times and resuscitation efforts were performed but not successful.